Manufacturer narrative:
Customer returned pump for alleged blank display observed on 15-jan-2023. Pump passed the self test, displacement test, sleep current test, and active current test . No blank display noted during testing. Successfully utilized thus to download history/trace files. The following power loss alarms/alerts were noted on event date: low battery alert [104] on 01/14/2023 at 12:40:00.000, replace battery alert [73] on 01/14/2023 at 22:11:00.000. Replace battery now alarm [11] on 01/14/2023 at 22:42:00.000, and power loss alarm [6] on 01/14/2023 at 23:03:38.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor or force sensor.¿the following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, and serial number label missing. Pump passed required testing. No blank display anomalies noted during analysis, blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. No harm requiring medical intervention was reported. Troubleshooting was performed and advised to inspect the battery compartment. The contacts on the cap were not damaged , and the spring was not damaged or corroded . The customer will discontinue using the insulin pump and the insulin pump will be returned for analysis.